Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had a nonresponsive touch panel. No patient involved.

Manufacturer narrative:
Due to character limit: e1(event site name)-(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge filed service engineer (fse) evaluated the unit and confirmed the reported. The fse cleaned the control board connector inside the display assembly and powered the unit on and off and the touch panel was confirmed to be responsive. The fse recommend that the touch panel be replaced. All functional and safety test were performed and passed.

Event description:
It was reported that during pm ,the cardiosave intra aortic balloon pump (iabp) had a nonresponsive touch panel. No patient involved